Event description:
The customer reports that during a tubal ligation procedure the bipolar probe was unintentionally active and the pt's bowel was burned. Surgical repair was performed and fortunately a resection was not necessary. The customer indicated that an adapter remained in the monopolar jacks to prevent the bipolar from being plugged in; however, it was removed when they had probelems with it. The staff was unaware that the bipolar instrument would be active immediately by plugging it into these jacks.